Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) involving pentax endoscope model eg-3890tk. In the event reported, the user stated the device is broken (no angulation). The event timing is in the procedure room during use. There was no adverse event reported with this complaint. No other information provided with this complaint. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The device was returned to pentax for further evaluation on service order 3137801 where the user narrative was confirmed. The device is in the process of being repair where all defects found will be remediated and returned to the user upon completion. On 07-jan-2022, a device history record (DHR) review for model eg-3890tk, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 07dec17 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: it were unable to determine the cause of the complaint from the repair information. There is a possibility that the angle wire is broken as a cause of angulation to not perform. Correction information: g6: follow up #1. H2: type of follow up. H6: coding changed based on the investigation result. Additional information h3: device evaluated.